Event description:
During a novasure endometrial ablation the physician had an unsuccessful cavity integrity assessment (cia) test with the first device and during attempted seating with a second device "she felt it perforate the uterus". The ablation was aborted. During inspection of the uterus via laparoscopy the physician determined that treatment was not needed and the patient was discharged home. On (B)(6), 2011 it was reported that the "patient is "fine". A dilation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot/serial #: (B)(4), expiration date: 08/11/2012, manufacture date: 07/11/2011; (B)(4), na, 10/2004. Returned to manufacturer: the rfc was returned on (B)(6), 2011. The disposable devices were returned on (B)(6), 2011. Evaluation- the codes entered in this section reflect the results of analysis of both returned disposable devices. Device history record (DHR) review was conducted for the two disposable novasure devices and the radio frequency controller. Both devices and the radio frequency controller were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).